Event description:
New information received: the device was not continuously activating. The surgeon kept depressing the energy button, applying energy, waiting for the end tone.

Event description:
It was reported that during a lavh procedure, the device did not have an end tone during the firing sequence. It kept activating. It continued to produce energy. No message displayed on the generator. A new device was used to complete the procedure. There was no impact to the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.